Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years five months of post deployment a computerized tomography-abdomen was revealed that inferior vena cava filter in place. Approximately 3 degrees of dorsal tilt and 1 degree of rightward tilt. Many of the prongs extended beyond the lumen of the inferior vena cava. An anterior/left prong extended 1 cm beyond the vessel lumen, abutting the aorta. A posterior/left prong extended 5 mm beyond the vessel lumen, abutting the prevertebral soft tissues. A left prong extended 7 mm beyond the vessel lumen and abuts a prevertebral vein. The inferior vena cava below the filter measures 8 x 6 mm in axial dimensions on series 2 images. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), however, the investigation is inconclusive for the obstruction of the inferior vena cava (ivc) filter and pe (pulmonary embolism) post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. It was reported that the patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged occlusion of the ivc filter and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. It was reported that the patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.